Event description:
(B)(4). Same patient as: 2134265-2012-01321, 2134265-2012-02265. It was reported that post a stenting treatment procedure, the patient experienced angina and in-stent restenosis. The patient presented due to stable angina. The 70% stenosed and 16mm long target lesion was located in the right posterior descending artery (r-pda) with a reference vessel diameter of 2.5mm. The target lesion was treated with overlapping placement of a 2.25x12mm taxus liberte stent and a 2.25x8mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the same day on aspirin and prasugrel. In (B)(6)2011, the nuclear stress test was abnormal and electrocardiogram revealed ischemia with a moderate size reversible defect in the anterior wall where the previous stent was placed in to the left anterior descending (lad). In (B)(6) 2011, the patient presented due to angina. The physician observed 70% focal in-stent restenosis of the placed 2.25x8mm taxus liberte stent previously deployed in the r-pda. The in-stent restenosis was treated with balloon angioplasty and placement of an unknown manufacturer's stent. The 70% in-stent restenosis of the previously placed taxus liberte stents in the distal lad were treated with predilation and placement of a 2.5x23mm stent. Post dilation was performed. Residual stenosis was 0%. A 70% proximal stenosed denovo lesion was treated with placement of a 2.75x15mm non-bsc drug eluting stent. Post dilation was performed. Residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).